Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after full release of the valve, the nose cone of the delivery catheter system (dcs) caught the inflow edge of the valve and pulled the valve aortic. The valve was snared into the ascending aorta and a second valve was successfully implanted. No additional adverse patient effects were reported.